Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The fe found that the rtos and gpos batteries were weak. The batteries were replaced during the service. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system is rebooting itself without command. This resulted in intermittent loss of imaging functionality. There is no report of death or serious injury.